Manufacturer narrative:
(B)(4). Date sent: 8/25/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the titanium tip broke during the pre-run test. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report of patient injury.